Event description:
A notification to change the cartridge was reported prior to a malfunction with the pump, which displayed malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support helped the customer reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any future issues arise.